Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, mild strip exposure and severe sensation of a foreign body in the vagina which prevents sexual intercourse were noted. Unspecified drug therapy was provided and partial strip resection was scheduled for (B)(6) 2024. The strip exposure was recovered/resolved without sequelae as of (B)(6) 2024. Both events were reported as having a causal relationship with the study device and not related to the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Were any deficiencies or anomalies noted with mesh device? What type of incontinence is the patient experiencing (urge or stress incontinence)? Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) please describe the medical intervention required for ¿sensation of a foreign body in the vagina¿ including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event (incontinence, foreign body sensation, exposure)? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term : strip exposure => vaginal exposure of tvt strip if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a. Is the adverse event serious? (If yes, check all that apply) : blank => no.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: vaginal exposure of tvt strip. Start date: (B)(6) 2024. Severity: mild. Relationship to study device: causal relationship. Relationship to primary study procedure: not related. Intervention/treatment: none: yes. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: dyspareunia. Start date: (B)(6) 2024. Severity: mild. Relationship to study device: blank. Relationship to primary study procedure: blank. Intervention/treatment: none: yes. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Updated information received: adverse event term: pain on the suburethral scar. Outcome: blank, not recovered/not resolved. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the vaginal exposure (start date: (B)(6) 2024) symptoms and diagnostic confirmation. Describe any medical/surgical intervention including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: pain on the suburethral scar: updated: end date : blank => (B)(6) 2025. Adverse event term: vaginal exposure of tvt strip: updated: end date : blank => (B)(6) 2025. None : yes => no. Surgical procedure, therapy, or intervention : no => yes. Specify : blank => partial strip resection. Outcome : not recovered/not resolved => recovered/resolved without sequelae. Adverse event term: dyspareunia: updated: none : yes => no. Surgical procedure, therapy, or intervention : no => yes. Specify : blank => partial strip resection. Outcome : not recovered/not resolved => recovered/resolved without sequelae. End date : blank => (B)(6) 2025.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term : sensation of a vaginal foreign body: no intercourse possible: intercourse impossible due to foreign body sensation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: sensation of a foreign body in the vagina which prevents sexual intercourse: sensation of a vaginal foreign body: no intercourse possible.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: pain on the suburethral scar. Start date: (B)(6) 2024. Severity: mild. Relationship to study device: probable. Relationship to primary study procedure: causal relationship. If the event is marked as being related to the procedure, indicate which procedure the event is related to: repeat/retreatment. If procedure related and repeat/retreatment is selected, specify date: (B)(6) 2024. Intervention/treatment: none. Updated information received: adverse event term: sensation of a foreign body in the vagina which prevents sexual intercourse. Start date: (B)(6) 2024. Updated: end date: blank: (B)(6) 2024. Outcome: not recovered/not resolved: recovered/resolved without sequelae. Adverse event term: vaginal exposure of tvt strip. Start date: (B)(6) 2024. Updated: if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: n/a: yes. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no: yes. Is the adverse event serious? (If yes, check all that apply): no: yes. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: dyspareunia. Updated: if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank: n/a.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: dyspareunia relationship to study device: blank = possible relationship to primary study procedure: blank = not related.